Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. However issue was resolved due to battery being at eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that approximately one week ago he was woken up with a burning sensation in his battery site. Patient stated that his battery was at eos today. Patient stated he was running one program in the "eights" during the day and in the "fives" during the night. Patient was last seen at hcp's office (B)(6) 2019 and impedances were all within normal limits. Patient was told that he needed a battery changed to continue his therapy. He was told that a rechargeable battery would be advisable since he was running his program at just a high amplitude. Issue not resolved at this time. Patient was disappointed that his battery only lasted 7 months. No further complications were reported/anticipated.